Event description:
Stiffness [joint stiffness]. Excruciating pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a pt via a company rep and on (B)(6) 2010 from the pt who was a (B)(6) male, initials (B)(6), with a relevant medical history of osteoarthritis of the hips and 3 previous synvisc injections into the right and left hips in (B)(6) 2009 with good results (pain free). The pt received the first injection of the most recent series of synvisc injections into the right hip on (B)(6) 2010. The synvisc lot number was n1004a, with expiration date jan-2013. After receiving the first injection, the pt experienced excruciating pain for 3 days along with stiffness. The pain subsided after 5 days. The second synvisc injection was received in the left hip on (B)(6) 2010. After receiving the second injection, the pt again experienced excruciating pain and went to the hospital ER (emergency room) where the anti-inflammatory drugs demerol and dilaudid were administered. A prescription for dilaudid was also prescribed. The pt then went for an ultrasound to rule out infection, and there was no infection. The pt was in pain from (B)(6) 2010. The pt had gone to see the family doctor on (B)(6) 2010. On (B)(6) 2010 the pain subsided. The pt was able to function and feel "okay," with continued treatment on hydromorph contin, oxycocet and dilaudid. The outcome of stiffness was not provided. The pt used only 2 of the 3 synvisc injections. Concomitant medications reported included: lidocaine and dye. MFR's comment: the benefit risk relationship of synvisc is not affected by this report.